Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working as it was not inflating. A revision surgery was performed, and it was noted that the reservoir tubing was tangled and twisted causing kinks. The reservoir was removed and replaced. There were no further patient complications reported.